Event description:
It was reported that the device gave an alarm with the message "error code 41622". No known adverse effects to patient.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. The reported event was found in device event log as following: "9/27/2018 3:11:21 pm continuous rate began, 9/27/2018 3:11:28 pm system fault 41, 622 occurred 1 0 0 3, 9/27/2018 3:11:28 pm power down" functional testing included use testing. Upon powering up the pump displayed error code 41622 while priming. Based on the evidence, the compliant was confirmed. The root cause was attributed to faulty optic switch.